Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the delivery issue was not determined due to insufficient clinical details.

Manufacturer narrative:
A5: ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. The impella cp was placed successfully. A long sheath was used due to the large anatomy of the patient¿s lower extremities and groin area. After removal of the peel-away sheath, profound resistance was encountered during insertion of the repositioning sheath at the halfway point. Numerous attempts were made to mitigate the problem. The decision was made to exchange the cp for an intra-aortic balloon pump (iabp). The iabp was inserted successfully, with no other groin complications noted. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient.